Event description:
During a meniscus surgery utilizing the ultra fast-fix assembly ¿ curved, it was reported that the device broke. A back-up was used to finish the procedure. Clarification indicates that the t1 implant deployed successfully, however, the t2 implant fell off. The t1 implant was cut and left unsupported in the patient. There was no damage noted to the packaging. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
Device evaluation: one ultra fast-fix assembly - curved device was returned for evaluation of the reported complaint mode, "t2 implant fell off". The complaint could not be confirmed, as the insertion device was received without the suture, or implants. No visible damage was noted to the parts returned. Given the state of the returned device, no functional testing could be performed. The root cause of the reported complaint could not be determined. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. (B)(4).